Manufacturer narrative:
(B)(4). Eval results, conclusion - related to operational complication, 90% stenosis, pre dilatation was not performed, no device received for eval, stent.

Event description:
An attempt was made to deploy a 3.0mm diameter x 24mm length endeavor sprint rx in to a pt. The target lesion, located in the lad # 6, exhibited 90% stenosis and was not pre-dilated. However, it was reported that cag performed post deployment of the relevant stent showed that the location of the stent was different from where he had intended within the lesion. The pt is reported to be fine and no other clinical sequelae were reported.